Manufacturer narrative:
Device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device: non-sterile 314.116 / 7087498 was manufactured in us. Part # 314.116, synthes lot # 7087498, supplier lot # 7087498, release to warehouse date: 27 feb 2013, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that the tip of the screw driver shaft broke. But fragments in the patient¿s body were removed by hss drill bit. This complaint is confirmed. Visual inspection at customer quality (cq) revealed that the distal tip has sheared off the returned screwdriver shaft. The sheared off tip fragment was not returned. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. The remaining stardrive tip is also twisted in the direction of resistance met during attempted screw removal. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. The 314.116 stardrive screwdriver shaft is a reusable instrument available in several systems to aid in insertion and removal of screws with a t15 screw head drive recess. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A dimensional inspection could not be performed due to the post manufacturing damage (the remaining stardrive tip is also twisted in the direction of resistance met during attempted screw removal). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw driver shaft had been used in surgery for proximal humeral fractures on (B)(6) 2017. The surgeon applied orif (open reduction internal fixation) and tried to insert a locking head screw to a proximal screw hole of a plate with a power tool. Because the surgeon had been mistakenly using the power tool without the torque limiter on, the screw became locked tightly. So, the surgeon tried to release the locked position of the screw somewhat in case of future explant, if any. Although the surgeon tried to turn the screw counterclockwise, it did not turn. When the turning force was increased gradually, the tip of the screw driver shaft broke. But fragments in the patient¿s body were removed by hss drill bit. The surgery was completed with a fifteen (15) minute delay. There was no adverse consequence to the patient. Procedure was completed successfully. Patient outcome reported as good. Concomitant devices reported: locking screw (part # unknown, lot # unknown, quantity 1), plate (part # unknown, lot # unknown, quantity 1) this report is for one (1) stardrive screwdriver shaft qc/t15 this is report 1 of 1 for complaint (B)(4).